Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Visual inspection identified minor instrumentation damage on the outer tubing consistent with explant damage. Nothing was observed that would contribute to the issue. Both segments passed continuity testing on all channels. The root cause of the reported issue could not be determined.

Event description:
Related manufacturer report numbers: 1627487-2021-01549, 1627487-2021-01550, 1627487-2021-01551, 1627487-2021-12949, 3006705815-2021-01583. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.